Manufacturer narrative:
Batch review performed on 28 january 2025: lot 2236733: (B)(4) items manufactured and released on 25-nov-2022. Expiration date: 2027-11-10. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. There is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.

Event description:
Revision surgery due to femoral component overhang few months after the primary. Femoral downsizing and insert revised.